Event description:
On (B)(6) 2025 the clinical diabetes specialist reported that the user had been off the pump for multiple days due to no sensor availability and that on (B)(6) 2025 the user¿s ilet device became stuck on the priming screen and could not proceed. The user¿s blood glucose (bg) levels were not affected. A replacement ilet device was arranged and the clinical diabetes specialist offered to assist the user with setup once the replacement device was received.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.